Manufacturer narrative:
The investigation for the product damage and delivery issues has been completed. The product was not returned for investigation. A boston scientific 0.018 guide wire was utilized after a kink was noted on the initially placed guide wire. The doctor was not able to advance the pump due to concern about the innominate artery stenosis. Direct insertion was attempted using a new pump after the reported kink on the cannula and catheter. The cause of the delivery issue and subsequent product damage was most likely patient condition related to disease vessels, based on given clinical details. D4-corrected model number f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
After further review the impella pump was not implanted, thus the following corrections were done to manufacturer device report number 1220648-2024-11428-2, as the patient would not experience hemolysis from pump that was not implanted. B1 revised to reflect product malfunction only. B2 updated to blank. H1 type of report updated to malfunction. H6 health effect - clinical code and health effect - impact code were erroneously entered on manufacturer device report number 1220648-2024-11428-2. Instructions for use hemolysis were erroneously entered on manufacturer device report number 1220648-2024-11428-2.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The investigation for the product damage and delivery issues has been completed. The product was not returned for investigation. A boston scientific 0.018 guide wire was utilized after a kink was noted on the initially placed guide wire. The doctor was not able to advance the pump due to concern about the innominate artery stenosis. Direct insertion was attempted using a new pump after the reported kink on the cannula and catheter. The cause of the delivery issue and subsequent product damage was most likely patient condition related to disease vessels, based on given clinical details.

Event description:
It was later reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the sensor on the device was also not working after the failed attempts to place the pump. This factor also led to the decision to replace the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that complications were encountered during attempted delivery of an impella 5.5 pump. Upon the initial attempt, the pump was to pass an obstruction at the level of the innominate artery and the guidewire subsequently kinked. The wire was replaced, but the pump once again was unable to pass the presumed obstruction. Once removed, a kink was noted in the cannula and at the catheter distal to the motor housing. The pump was replaced and a new pump was utilized for implant. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Should additional information become available, a supplemental MDR will be filed. The following updates were made to manufacturer device report 1220648-2024-11428. B1 updated to both adverse event and product malfunction. B2 updated to reflect new information received. B5 updated with new information received. H1 type of report updated. H6 updated to reflect new failure mode added. Instructions for use hemolysis: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ d4 model number was inadvertently reported incorrectly on manufacturer device report 1220648-2024-11428. F6/f8-should have been left blank on manufacturer device report 1220648-2024-11428. G1 reporting contact email revised on manufacturer device report 1220648-2024-11428 in accordance with updated procedures. G2 report source; study was missing from manufacturer device report 1220648-2024-11428.

Event description:
Additional information was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that the patient experienced hemolysis. The event was stated to have a probably relationship to the impella device. Two units of blood were ultimately given to treat the condition.